Manufacturer narrative:
H10: the cause of the event could not be determined, as the issue had been resolved by the customer prior to a philips field service engineer (fse) arriving to the site. No actions were taken by the fse. The device remains at the customer site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported an acoustic alarm problem. An audible alarm is to be displayed in the two other beds screen in the event of an alarm from these beds; this is not issued to the customer. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.